Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had subcutaneous leads place in the subcutaneous tissue at the back of the neck. The rep reported that stimulation on the right-side lead was uncomfortable and asked to be reprogrammed. The rep checked impedances and there were a couple of electrodes on each lead that were not within normal limits. The rep reported that electrodes 0, 2 and 3 on one lead were not within normal limits and electrodes 8 and 10 were not within normal limits on the other lead. The rep was able to reprogram around the electrodes with issues and was able to get comfortable and acceptable stimulation back for the patient. The patient seemed happy with the outcome and was to follow up with the clinic as needed. The rep reported that there were no environmental factors that could have led to the issue except that the leads were placed in the neck in a highly mobile area. The issue was resolved. No further complications were reported.